Event description:
Rubber band was noted to be broken on the sterile field prior to use in surgery, caught prior to use on patient/no harm. Reported that the rubber band is part of the "drape" it wraps around the end of the probe to secure the sleeve from sliding around.